Event description:
It was reported that the patient was implanted a durom acetabular component on the left side on (B)(6) 2014. The patient is now being monitored due to pain, inflammation and elevated cocr level. Right side case: (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in november 2009 as competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. The need for further corrective measures is not indicated at this time.(B)(4).